Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited intermittent undersensing after large premature ventricular contractions (pvcs) and large-small r-wave amplitude changes. The s-ICD system remain in service. No adverse patient effects were reported.